Manufacturer narrative:
The dcb and the connecting cable were not returned. The coil was returned unsheathed and severely damaged. There is a copious amount on contrast packing inside the coil. Located 12 primary windings off the ball tip is a bent section of the coil. The coil was also knotted at the distal section and severely stretched at the proximal section. The detachment fiber did not receive heat and melt. Ultrasonic and manual manipulation of the resistive heating coil section caused the static 0.0 ohm to float > 3.50 m ohms in an out of specification reading. The coil was returned severely damaged. The most likely root cause of the coils nondetachment was due to a fracture of the solder joint located inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
Micrusphere (csp100500-30j/ j10463) coil did not detach in the aneurysm and the fault light flashed. Initially; three coils(microplex cosmos; microplex compass; target coil) were placed using an excelsior sl10 with no issues noted. Then; after performing the pre-deployment electrical check; the physician delivered the micrusphere (csp100500-30j/ j10463) to the target aneurysm. However; upon detachment; the audible signal did not beep and the coil failed to be detached. The fault light went off but it was unknown when exactly it happened. The micrusphere was safely removed from the patient and the procedure was continued using other products. It is unknown if the microcatheter was also replaced or not. The procedure was completed without any other issues. No patient injury was reported. The procedure was conducted in accordance with the IFU. The micrusphere is going to be returned for evaluation.